Event description:
The rptr stated that he had rec'd back to back test results of 87 and 124 mg/dl. His control solution was expired, so a control test was not done. On follow up with the lifescan representative, it was determined that he had done the first test using his last checkstrip from a vial, and had done the second test with a new vial checkstrip without changing the meter code. Upon retesting after correcting meter setting, he did two tests resulting in readings of 120 and 116 mg/dl.